Event description:
It was reported that the 9600 system had a collimator iris potentiometer error at boot up. The 9600 system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator iris potentiometer and generator batteries were replaced and the collimator was calibrated during the service call.the system was tested and found to be working as intended, and put back into service.